Event description:
It was reported that the pt's implantable neurostimulator (ins) was replaced on (B)(6) 2011. The pt needed an increase in stimulation energy. It was reported that the pt recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the neurostimulator found no significant anomaly. The battery was at normal end-of-life, and telemetry and output were ok. The ins can and connector module were scratched, and there was foreign material under the connector module cover. The connector port, access hole adhesive, and grommets were ok. The #0 and #8 setscrews were backed out too far. Telemetry was ok and there was good stable output on the electrode pairs as received and all electrodes referenced to one electrode once the end-of-service was reset to test output. There were no issues when pressing on the ins can.